Event description:
Readmission with fever on (B)(6) 2017. Fever for 7 days, nonproductive cough for the past 3 weeks, dyspnea on exertion and generalized fatigue. Pt's temperature goes as high as 104 degrees fahrenheit.